Event description:
It was reported that the caller experienced alarm 2 followed by alarm 26, indicating an occlusion event which occurred earlier in the day. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, with no need for additional assistance, leading to the closure of the case by cts.